Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. On 11/2001, patient's blood glucose was 11.6, 5.7 and 4.9 mmol/l. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further info has been reported.